Manufacturer narrative:
One 8.5f agilis sheath was returned for evaluation. The sideport tubing was detached and returned with the received device. No other visual anomalies were noted. The proximal end of the side port tubing was microscopically inspected. A small amount of adhesive was noted on the side port tubing at the location where the hemostasis body met the tubing. No tearing or stretching of the tubing was noted. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing.

Event description:
Related manufacturer reference number: 3008452825-2019-00098. During a redo pulmonary vein isolation ablation procedure, the irrigation tubing became detached from the valve of the introducer. The sheath was replaced but the same issue occurred. The procedure was completed without an introducer and there were no adverse consequences to the patient.